Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and two watchman fxd curve access systems (was). Prior to the commencement of the procedure a trace pericardial effusion was noted. The procedure was aborted when the closure device was unable to meet release criteria. At the conclusion of the procedure, the trace pericardial effusion had not altered in size. Approximately two hours post index procedure, the patient experienced a pericardial effusion. A pericardiocentesis was performed and 400cc of fluid was removed. No further patient complications were reported.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and two watchman fxd curve access systems (was). Prior to the commencement of the procedure a trace pericardial effusion was noted. The procedure was aborted when the closure device was unable to meet release criteria. At the conclusion of the procedure, the trace pericardial effusion had not altered in size. Approximately two hours post index procedure, the patient experienced a pericardial effusion. A pericardiocentesis was performed and 400cc of fluid was removed. No further patient complications were reported. It was further reported that cardiac tamponade occurred in conjunction with the pericardial effusion.

Manufacturer narrative:
A3 sex updated, b5 describe event or problem updated , h6 patient code updated.